Event description:
The customer reported that the joystick would not function properly on the 9800 system. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative reseated the motion control unit printed circuit board, verified proper voltage at the fluoro functions board, erased and reloaded the flash memory and reloaded the system calibration files, and verified proper joystick function. The system was tested and operates as intended.